Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with a similar complaint for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Since the sample was not received for evaluation the investigation was based on the information received from the field. The physician believes the material rupture is a pinhole and is related to calcification at the distal end of the target lesion. Operational context likely caused or contributed to the material rupture of the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly experienced a material rupture while treating the target lesion during a (B)(4) study. The health care professional (hcp) reportedly inflated the lutonix dcb within the lifestent to 8 atmospheres to treat calcification in the target lesion. After the treatment was completed, the balloon allegedly ruptured. After successful removal of the catheter, the physician noted the material rupture appeared to be a pinhole, and believes the rupture was related to the patient's pre-existing calcified lesion. Please note that this device is marketed in the united states (us); however, the us instructions for use (IFU) states this device is indicated to be used in de novo lesions up to 15.0 cm in length. This event is being reported only as a malfunction because of the similar device requirement in 21cfr803.50, which is limited to malfunctions. The lutonix dcb was discarded by the user facility. No subsequent adverse patient effects were reported.